Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a polypectomy procedure (date unknown). According to the complainant, while attempting to cauterize a polyp, it was difficult to cut with the snare, and the polyp bled more than was expected. The complainant reported that the generator (manufactured by a competitor) used in the procedure was not operating properly, but further information was not available. After removal of the polyp, the procedure was completed by using hemoclips to stop the bleeding. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a folfusor sv 4 device with a ruptured reservoir was confirmed during product evaluation. The root cause of this issue is currently being investigated under CAPA (B)(4). This device is a single use device and will not be repaired. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing a favorable trend year over year for reported complaints of ruptured reservoirs.

Event description:
It was reported to baxter (B)(4) that the reservoir of a folfusor sv 4 device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.